Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that no sensing and loss of capture were observed. Fluoroscopy revealed that the atrial and rv lead had rolled up around the generator and were dislodged. The leads were replaced.